Manufacturer narrative:
00124664

Event description:
It was reported that in between cases a third party organization tray was placed on top of a loose syringe in drawer one, which caused the tray to act as an elevated obstruction catching on the interior after closure, preventing normal function. The drawer opened enough to create a gap where a file folder was used to dislodge the syringe and the tray was allowed to settle back down, removing the obstruction and restoring normal function of the drawer. No patient involvement was reported.